Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data did not reveal any records of ¿power on reset¿. On examination, the battery compartment was noted to be cracked below the bumper pad. The battery cap that was returned with the pump for investigation had stripped threads. The threads on the battery compartment are also stripped, making it difficult to remove the battery cap. On investigation, using a test battery cap, the pump was exercised for 24 hours without any interruption in power. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate a power issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue; power interruption, battery cap cannot be removed from the pump, the yellow o-ring on the battery cap is visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.